Manufacturer narrative:
Already on nov 05, 2015 ellipse distributed a field safety notice (fsn) (service note 6sno7546-a03) to distributors worldwide explaining the issue and recommendation for caution and a workaround for the end users. New software package version c05 was distributed from the week starting december 14, 2015. Fsn (service note 6sno7539-a02) outlines the update process. The update is currently work in progress. Serial numbers (B)(4) in the us have been updated and for the remaining sns this is currently work in progress. (B)(4).

Event description:
The applicator/handpiece's xenon lamp emitting light for the treatment is cooled by circulating water during operation. It has come to our attention that under certain specific circumstances, the water circulation may stop during operation. This means that the applicator may be very hot and the system need to be stopped and then be restarted to re-initiate water circulation. In the us, this issue may potentially affect 14 ellipse nordlys systems with the following serial numbers: (B)(4). This field safety corrective action (fsca) is not due to a serious event as such, only a relatively minor issue of the operator and patient gradually feeling more and more heat and then excessive heat if the treatment is not stopped. This heat is due to the water cooling being unintentionally stopped in some specific situations (due to a software bug) and is not due to heat from the light radiation from the applicator/handpiece, i.e. Not heat from light being used for the intended use treatment.